Manufacturer narrative:
A complete analysis and testing of one opened and used sof-sensor performed the continuity resistance test and the sensor failed per specifications also, the sensor had a bent cannula; unable to confirm if the sensor was received in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a faulty sensor. The customer's blood glucose reading was 98 mg/dl. The customer stated that she received a change sensor alarm and turned off the sensor because she was at work. The customer stated that she felt a little sting when she removed the sensor. The customer stated that the sensor was not bent, but the cooper wire appeared to have a loop in the belly area. The customer will be sent a replacement sensor.